Event description:
Major pump unit(s) involved: external control system failure. Additional text: driveline sheath torn. Specific component(s) involved: driveline malfunction. Additional text: driveline sheath torn. Causative or contributing factor: patient non-compliance in device maintenance/protection. Intervention(s): other interventions, specify. Other intervention: thoratec repair of driveline. Implant device type: lvad.

Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: driveline malfunction.